Manufacturer narrative:
According to the complainant the device will not be returned for investigation. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 400-500 mg/dl with ketones present. The pod was worn between 1 and 4 hours on the abdomen. It was noted that the cannula dislodged from the site. As treatment for the hyperglycemia, a new pod was applied.